Event description:
Complainant alleged that the clinicians were monitoring a patient (age and gender unknown), who was presenting a ventricular fibrillation heart rhythm, but when "defib mode" was selected on the device, the screen displayed a flat line. The clinician obtained another device and continued patient treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.